Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 8) occurred. Customer's blood glucose level was "high" which was addressed by replacing pump supplies and administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.